Manufacturer narrative:
2/9/1998-supplemental report #1 submitted to FDA. The reported condition was confirmed, however, the exact cause could not be reliably determined as the entire instrument was not returned for evaluation.

Event description:
The cartride disengaged from the jaw of the instrument. The surgeon used another device successfully.